Event description:
During a procedure, the system indicated that fluoro was in process, but the images was not updating. The system was rebooted and was functional through the completion of the procedure. No injury was reported.

Manufacturer narrative:
The reported issue is currently under investigation. A f/u report will be filed when add'l details become available.